Manufacturer narrative:
Tracking #.50964. Endopath 12mm trocar sleeve housing: no conclusion could be reached as to why the reported instrument "was leaking" during surgery. The instrument was rec'd in good physical condition, with no anomalies observed. A sleeve was attached to the instrument and it was leak tested and no leakage occurred and it was concluded that the device was conforming. Note; this inquiry was originally reported as an rpo (record purposes only).

Event description:
It was reported the 512sa was used during a laparoscopic cholecystectomy. It was reported by the rep the device was used to the umbilical port and was leaking. The device was sealed with a 1seal and used to complete the case. There was no consequence to the pt.